Event description:
It was reported that the patient with this pacemaker system underwent a revision surgery in which this complete system was explanted. No additional adverse patient effects were reported. This right ventricular (rv) lead has not been received for analysis.